Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was found that no image occurred, however, the actual device was not returned, olympus could not check the subject device, and cause of the indicated phenomenon could not be surmise. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the hd 3cmos autoclavable camera head, having issues seeing the image when using the device, associated cord has tear and kinks in it. The procedure was diagnostic. There were no reports of patient or user harm associated with this event.